Manufacturer narrative:
(B)(4).

Event description:
It was reported that in late 2008, patient was experiencing mild back pain, often when lifting heavy objects or standing for long periods of time. The patient underwent a lower lumbar spinal fusion at l5-s1 in which rhbmp-2/acs was implanted. Following the surgery, the patient suffers from constant, acute pain in his back. He has lost much of flexibility, and he is often unable to bend or move about in a normal fashion. Now the patient is treating his pain through a pain management program.